Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a stool guaiac test which was positive at st. Francis hospital . Patient was then transferred to mount sinai hospital for further management. Patient was given another test and was negative for occult stool. A complete blood count test was done and showed that the patient had hemoglobin levels of 10.7, which are consistent with anemia. The gastroenterologist was consulted and recommended that because patient experienced hematochezia, brown stool, stable blood count, the patient may be experiencing hemorrhoidal bleeding. Patient was given an IV fe(iron). On (B)(6) 2018 patient hemoglobin and hematocrit were stable and the patient was discharged home. No further information provided.